Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the battery chamber had fluid in it. Battery chamber was burning with visible smoke. Operative handpiece was also emitting visible smoke on the operative field during surgery. Therefore, there was a thermal event.

Event description:
It was reported that the battery chamber had fluid in it. Battery chamber was burning with visible smoke. Operative handpiece was also emitting visible smoke on the operative field during surgery. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: battery chamber had fluid in it. Battery chamber was burning with visible smoke. Operative handpiece was also emitting visible smoke on the operative field during surgery. The suction irrigator has the battery compartment and operative handpiece burning with visible smoke emitting during surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing prolonged auto activation burning plastic near the contact leads. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Please note correction to section h6, health impact code grid.